Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. Found that the lancet holder cup was defective. A secondary issue was also noted a casing cracked/open. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown message/other message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch lancing device lancet would not penetrate the skin. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the lancet of the reported lancing device would not penetrate the skin; he was unable to obtain a blood sample for glucose testing. On (B)(6) 2010 at 12:55 pm, the patient experienced the symptoms of sweating, shaking and dizziness. The patient administered self-treatment with food and/or a drink; he did not seek any medical attention. The issue was not resolved. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the lancing device issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.lot #: not provided.